Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no additional information available for this complaint. This complaint is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: a review of the black box revealed one power on reset (por) event associated with a cartridge change post a 2 hour unacknowledged ¿call service (cs) 162¿ warning on 03/06/2016. The battery voltage was observed to be above the cs128 alarm threshold at 1.65 vp prior to the por event. There was no damage found to the battery compartment or battery cap. The battery cap tightly secured to the pump and was fastened then unscrewed ½ turn with no reboots occurring. A hard ¿cs69¿ alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 after reboot; therefore the remaining steps were unable to be adequately tested for the reported ¿no power¿ complaint. The ¿cs69¿ failure was written as a ¿cs87¿ failure in the black box. A component failure was found on the printed circuit board (pcb). The pump¿s cover was removed; there were no intermittent conditions found to the power pcb.